Event description:
The patient fractured their tibia due to a fall three weeks prior to an office visit on (B)(6) 2012. Treatment for the patient is pending the surgeon's decision.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was initiated by mako surgical with regard to this event. The evaluation is in progress, and no preliminary information is currently available.